Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed at the moment. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, it is impossible to connect to patient device. An error message indicating "connexion failure" is displayed and it is not possible to enter the patient serial number. The device has been replaced.

Event description:
Reportedly, on (B)(6) 2025, it is impossible to connect to patient device. An error message indicating "connexion failure" is displayed and it is not possible to enter the patient serial number. The device has been replaced.

Manufacturer narrative:
Analysis of the returned subject device did not confirmed the reported event as it is working normally. Review of the event logs did permit to confirm the reported event as multiple connexion failure are visible. The main origin of the reported event could not be established with certainty. The most probable hypothesis is that a temporary loss of network caused the issue. This case is retained and utilized for trend purposes.